Event description:
It was reported that during a da vinci surgical procedure the tip cover accessory installed on the monopolar curved scissors (mcs) instrument became perforated. As a result, arcing occurred and the patient's vein was burnt. The same incident then occurred two additional times with two other separate tip cover accessories before the case was completed. This medwatch MFR report is for the first occurrence of arcing. Medwatch MFR report 2955842-2011-00317 and 2955842-2011-00318 were submitted for the second and third occurrences of arcing.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed four holes burnt through the silicone. The silicone exhibits localized melting around the holes, which is indicative of arcing. The holes range from .015 to .040 in diameter and are located .060 to .520 above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. A tear was also observed on the distal end of the tip cover accessory. Multiple requests for additional information have been made to the customer. To date, no additional information has been received. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.